Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela 3-phase motor driver, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The 3-phase motor driver operated per manufacturer's specifications.

Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was going to be used on a patient and when the ventilator was powered on, the ventilator alarmed "motor failure." Another ventilator was used on the patient and there was no patient harm.